Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver was vibrating continuously. No additional event or patient information is available. The receiver was returned for evaluation. A visual inspection was performed and the device was in good condition. A global receiver functional test was performed resulting in no failures related to the customer complaint. The receiver data log was downloaded and reviewed finding firmware errors: err67 and a hardware error. Based on these findings the customer complaint has been confirmed making this a reportable event. However, a root cause cannot be determined.